Event description:
Went in for open, right inguinal, hernia repair with suture in (B)(6) 2010. I was unwittingly implanted with the c. R. Bard-davol "perfix plug" large size plug and patch. I had a foreign body reaction, and massive purulent infection both externally on skin and internally, severe pain and nerve damage. The infection was never cured even after months and months of heavy antibiotics, and even antibiotic infusion. I went septic and almost died. I still get flesh eating boils. My wife has externally contracted the skin infection from me. Aside from the infection, my pain is untreatable. I can only get partial, temporary relief from nerve blocks and gabapentin, but this doesn't reach all my pain centers. Even during these times, my activities are nil, so as not to cause any more nerve damage or tissue damage. I had to stop working, fishing, bicycling, and omit every single other activity. I cannot walk through the grocery store or take my dog for a walk. I cannot sit in any type of chair besides a recliner. I cannot stand straight up. This now affects my severe spinal issues (because of posture). I have been told I may have a recurring hernia, implying the medical device may also have failed and torn or migrated. I could write a book on this as I have been dealing with it for almost a decade. But I believe this is the "jist" of it.